Event description:
It was reported that the drill operated when the trigger was not activated. It is unk if there was any pt involvement or adverse consequences associated with this event. The user facility was unable to provide any add'l info.

Manufacturer narrative:
The device was rec'd by the MFR, however, the complaint could not be replicated because the device would not operate. Internal components were evaluated, which revealed corrosion damage to the motor assembly, rotor assembly and bearings. All components were replaced, and add'l preventative maintenance was also performed. The device will be returned to the user facility.